Event description:
Medical record review received from bard davol, inc. Pt's medical records indicated that pt had a PICC line placed on (B)(6) 2007 and developed an infection. The line was removed on (B)(6) 2007. Line placement in right basilic.

Manufacturer narrative:
The device has not been returned to the MFR for eval. A lhr review is not possible; the mfg lot number that was provided is an incorrect mfg lot number.